Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01666.

Manufacturer narrative:
Eval: results: visual analysis of the extensions revealed discoloration in the headers. One of the extensions revealed broken wires in the extension header; therefore, functional testing could not be performed on this extension. The second extension passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.